Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short found on the transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support (ts) to report that the screen of a patient¿s liberty select cycler went blank during treatment. The ok and stop keys were on, however the screen remained blank. The ts representative advised to discontinue use of the cycler, and a replacement cycler was subsequently issued to the patient. It was reported that an alternate treatment option was available. Upon follow up with the pdrn, it was confirmed that the patient was able to complete treatment manually. The pdrn confirmed there were no adverse effects experienced or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.